Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient was scheduled for surgery. During the surgery, diagnostics prior to removing the generator resulted in high impedance. The generator was disconnected from the lead and generator diagnostics was within normal limits. The generator was then reconnected to the lead and diagnostics were within normal limits (1264 ohms). The surgeon did not feel that the high impedance was a result of a positional break since the high impedance resulted with the patient in the same position and the lead was not replaced. The high impedance appears to be a result of the lead pin having been not fully inserted into the generator head.

Event description:
Programming history was reviewed on (B)(6) 2014. System diagnostics were within normal limits on the date of generator implant ((B)(6) 2013); however, impedance on (B)(6) 2014 appears to be 3978 ohms and then decreased to 1264 ohms during the surgery. It appears that the high impedance was corrected during surgery and was intermittent prior to surgery.